Event description:
Patient became septic after application of permeaderm-b to left chest/abdomen. Patient is (B)(6) who sustained a 48% tbsa 33% 3rd degree scald burn on (B)(6) 2018 in (B)(6) and was transferred to the burn unit in (B)(6) eleven days post burn where the patient underwent excision of their burn wounds and temporary coverage. The patient's whole anterior trunk was a third degree burn and was randomized to cover right side with homograft and left with permeaderm. The patient was suffering from acute blood loss anemia postop. The patient developed fever with elevated wbc count, diarrhea and was considered being septic by the treating physicians on postop day two. The patient's wounds were treated with antimicrobial soaks from postop day 1 onwards and were treated with antibiotics since prior to the patient's first surgery. Positive blood cultures taken after surgery were positive for pseudomonas and enterococcus. Tissue cultures taken during first surgery came back positive for pseudomonas, enterococcus, and actinobacteria mdro (locations: bl arms, bl feet, chest, r thigh). Dressings were taken down on postop day 3 and permeaderm was found to be 30% non-adherent, decision was made by the attending surgeon to take it down and replace it with antimicrobial ointment. No fluid collection or pus was found underneath and the wounds underneath permeaderm didn't look infected macroscopically. The patient's status improved and sepsis resolved on postop day 7.